Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The spouse of a customer reported via phone call that the insulin pump alarmed no delivery while trying to bolus. The customer's blood glucose reading was 485 mg/dl at the time of incident. The customer was advised to disconnect and reconnect tubing and reservoir but insulin did not exit the tubing and alarmed no delivery. The customer tried with another reservoir and again insulin did not exit the tubing. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction.